Manufacturer narrative:
No product has been returned for investigation as no product malfunction was alleged. No root cause can be identified at this time.

Event description:
During literature review it was identified that between the dates of march 2018 and march 2020, 105 patients underwent lateral interbody procedures where one patient was experiencing pain due to loss of disc space height secondary to a migrated spacer at l4/5 levels. The patient underwent l4 laminectomy three and a half months postoperatively. It is unknown if nuvasive¿ s products were used in relation to this event, as multiple manufactures were referenced in article.